Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number. Please confirm if two sutures broke in this procedure. Was the third suture used to complete the case? Was the end-user a new user of this product? In relation to needle, what is the approximate location of suture breakage? Was the sales rep present during the procedure? What in the physicians opinion was the cause of the suture breakage?

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.